Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with intractable lumbago and sciatica, degenerative disc disease, l5-s1, severe. Foraminal stenosis l5-s1 bilateral and underwent the following procedures: lumbar laminectomy, medial facetectomy, and bilateral foraminotomy l5-s1. Posterior lumbar interbody fusion through tlif approach. Insertion of intervertebral biomechanical device using the interluminary mtf system. Pedicle screw instrumentation using coaxial titanium screw system from depuy. The system used was expedium 6.0 screws with use of local bone graft to augment rhbmp-2/acs allograft material. As per the operative notes "... Once the screws were placed, distraction was applied on the right side to the pedicle screws and the l5-s1 pedicles were skeletonized. Distraction was applied to the pedicle screws on the right side and next curettes were used to decorticate the endplates. Next, local bone graft augmented with rhbmp-2/acs allograft material was then packed into the disk space. This was followed by a size 7 mtf luminary tlif biomechanical spacer. Once this was in, then I proceeded with compression of the pedicle screws across a 5.5 titanium rod bilaterally and final tightening using a breakoff torque wrench.¿ the patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2010: the patient was discharged from the facility.

Event description:
It was reported by a non-medical professional that the patient underwent a spinal lumbar fusion procedure at l5 to s1 using rhbmp-2/acs on (B)(6) 2010. Patient's post-operative period has been marked by severe pain in her low back and weakness in her lower extremities. Radiographic imaging performed on (B)(6) 2013, revealed a neurocompressive lesion at the level of the surgery. Patient continues to experience severe and unrelenting low back pain that radiates into her lower extremities.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.